Event description:
It was reported that when the pacing lead was received, the outer box appeared damp and when the inner box was open the pacing lead package appeared wet. The pacing lead was not open/ not used due to product integrity suspect. No patient was involved in this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected: h6 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the outer sales box had substance damage (extrinsic). There was evidence of foreign material within the inner sterile package. The sterile barrier of the package was extrinsically damaged. There was an issue observed with the package contents. The analyst noted the full lead was returned in a sealed unopened sales packaging with a use by date of 2023-11-02. The packaging under the outer cellophane wrap is soaked with an unknown substance compromising the stability of the packaging making it weak in areas of the packaging the unknown substance had soaked. The labeling on the front label shows the unknown substance intrusion leaving liquid marks on the label. The package was opened to inspect the lead inner packaging integrity. The seal for the packaging was for be compromised from the unknown substance which affected the adhesive of the seal. The inner packaging shows the unknown substance had leached through the packaging. The inner contents of labels and instruction for use were soaked with the unknown substance. The seal of the inner packaging had been compromised with the seal not intact with the blister pack. The sterility of the lead was compromised. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.